Event description:
It was reported that the ventilator had a leakage noticed while it was in standby mode. There was no patient involvement. Manufacturer's ref. #: 1173065

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle units were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance the replaced parts have not been returned for investigation. According to the received information, the cause of the issue has been determined and was related to defective nozzle units.

Event description:
Manufacturer ref#: (B)(4).